Event description:
Endoscopic procedure for vein harvest, using vasoview hemopro. Plastic piece broke off and was in patient's leg. Physicians' assistant was able to retrieve plastic piece endoscopically. No injury to patient.